Manufacturer narrative:
The act button on the insulin pump had intermittent button response due to corroded keypad traces. No button error or low reservoir alarms noted during testing. The following cosmetic damage was noted: the device had minor scratches on the lcd window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's was trying to give a bolus and none of the buttons were working. The up and down buttons were working correctly, then he pressed the act button it didn't work. Customer is unable to clear the low reservoir alert. Customer removed the battery, reinserted, and the device alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.